Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, additional patient demographics was not provided.

Event description:
It was reported that the tubing set unintentionally disconnected from optima injector/connector. Although requested, no additional information was provided.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer complaint of tubing set disconnected from optima injector was confirmed. Photo provided by the customer holding the male luer in one hand and the other hand holding the optimal injector indicates were the IV tubing disconnection occurred. The root cause of this failure was not identified as no product was returned. Device history record could not be performed on model unknown because the lot # for the suspect set was not provided.

Event description:
It was reported that the tubing set unintentionally disconnected from the optima injector/connector. Although requested, there has been no impact to patient response or additional event information made available to date.